Manufacturer narrative:
(B)(4). The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Pancreatectomy - "after two hours of surgery and when the surgeon continued using the device more frequently, the tissue stuck in the jaws. They cleaned the jaws but every time the tissue was adhering to the jaws. This customer uses for this procedure small jaw device and he does not have this "problem". When I presented the device , the surgeon liked it and he wanted to try. At the end, the surgeon told me that he won't change because the device did not offer him safety." Patient status: "ok."

Manufacturer narrative:
Investigation summary: the event hand piece was returned for evaluation. Upon inspection, engineering observed minor eschar buildup and confirmed that the jaw assembly was damaged. The nature of this damage can contribute to increased tissue adherence. Clinical factors, such as procedure or tissue type, can also cause tissue adherence with electrosurgical devices. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has implemented a device enhancement intended to prevent this damage from occurring during use of the device. This lot was built prior to the implementation of this enhancement. Applied medical is also researching additional device enhancements intended to further minimize the potential for tissue adherence to occur. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.